Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study provided the implant date of the pump. It was noted the event was related to surgery/anesthesia. The outcome of the event was updated to (B)(6) 2020. The clinical diagnosis was updated to abdominal skin infection at pump/surgical entry. It was noted the patient was receiving unknown baclofen 500 mcg for a total dose of 49.96747 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that on (B)(6) 2019 the patient presented at emergency care with a loss of wound fluid. It was noted that there were no signs of infection including no fever and no redness, so the patient was able to leave the hospital. On (B)(6) 2019, the surgical wound was examined and was found to be red, swollen, and appeared to be slightly open centrally with yellowish "batter." It was noted that there were no subcutaneous collections that could be felt and the pump was not visible through the skin. The clinical diagnosis was abdominal skin infection at the pump site and the pump and catheter removed. On (B)(6) 2020 the pump and catheter were replaced with a vacuum kit for better wound healing. The event resolved without sequelae on (B)(6) 2019. The event resulted in in-patient hospitalization, an emergency room visit, an unscheduled office visit, and medical/surgical intervention to prevent life threatening illness/injury or permanent impairment to a body structure/body function. No further complications were reported or anticipated.